Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The balloon has a pinhole at the markerband. The tip is damaged. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 07-may-2018. It was reported that crossing difficulties were encountered. The 90% target lesion was located in the severely tortuous and severely calcified mid to distal left anterior descending artery. A 1.50mm x 15mm emerge¿ balloon catheter was advanced multiple times but failed to cross the lesion due to calcification. The device was removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were noted. However, returned device analysis revealed balloon pinhole.